Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the pump¿s black box data revealed a cs (B)(4) language file corruption failure while retrieving the language text. The cs (B)(4) failure was written as a cs (B)(4) failure in the black box. A cs (B)(4) alarm was reproduced while performing the prime sequence. The error was resident to the flash trip.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the 069 alarm occurred while entering the time into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.